Event description:
A nurse reported that black specs were noted inside of the pt's eye during cataract surgery after viscoelastic product had been used. As the viscoelastic was injected into the eye, the black specs could be seen in the solution in the pt's eye under the microscope and they looked like "pieces of wire". The black specs were washed out at the time. There was no impact to the pt. Add'l info has been requested but not received to date.

Manufacturer narrative:
The sample is a transit. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).